Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the infusion set as the infusion set was accidentally pulled out during use which led to high bg and the patient was treated with correction injection via mdi.